Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, fold creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified, stress marks assessed, as non-penetrating nicks, wear abrasion, broken shell with sharp edge where is localized stresses induced in posterior side assessed, as surgical impact (a dimension measurement in the shell was performed which identify, the thickness within specification). Based on the device analysis, the final assessment is: broken shell with sharp edge where is localized stresses induced assessed, as surgical impact. Missing shell that is assessed, as inconclusive.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.